Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination found no issues with the profile of the tip. The crimped stent of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The hypotube was broken 564mm distal to the strain relief. There was evidence of material resistance at the both of the break sites. A visual and tactile examination found that the hypotube was kinked adjacent to both break sites and at various other positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported shaft break occurred. The 32x3.0 target lesion was located in left anterior descending artery. A 32x3.00mm taxus liberte stent was advanced but was unable to cross the lesion. While the device was pushed and pulled, it was noted that the shaft of the device broke outside of the patient and was removed with a wire. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination device. (B)(4).

Event description:
It was reported shaft break occurred. The 32x3.0 target lesion was located in left anterior descending artery. A 32x3.00mm taxus¿ liberté¿ stent was advanced but was unable to cross the lesion. While the device was pushed and pulled, it was noted that the shaft of the device broke outside of the patient and was removed with a wire. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.